Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported leak. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed MDR report, the account confirms that during preparation of the device, the balloon was inflated and deflated, but air bubbles were seen in the indeflator while pulling negative. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 5.0 x 40mm viatrac plus peripheral balloon dilatation catheter, it was noted that air was unable to be removed from the balloon. The physician still observed air in the balloon. He attempted a few more times to remove the air and held negative 3-5 seconds to deflate, but was unsuccessful. The device completely failed to deflate and was not used. Another device was used to successfully complete the procedure. No other device issues or procedure issues were noted. Patient final outcome was satisfactory. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.